Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that reprocessing on the forceps elevator was insufficient because the forceps elevator did not move up and down due to the broken k-wire, resulting in foreign matter remaining around the forceps elevator. The customer confirmed that they follow olympus's instructions for use (IFU) to reprocess the device. Therefore, a definitive root cause could not be determined. The device's instruction manual provides the following warning, which may help to prevent the issue: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ the reported issue (broken k-wire) was confirmed and found to be caused due to handling issues. Reduced angulation was not confirmed or duplicated. In addition, service found the objective lens was scratched and chipped. The adhesive on the bending section cover was detached. The connecting tube was scratched, the coating on the connecting tube was peeled off, the image guide protector was shaved, the forceps channel port was dented, switch button #1 was scratched, the universal cord was scratched, and the coating on the universal cord was peeled off. There was play in the up/down angulation knob due to wear of the angulation wire. There were white dots on the displayed image due to a damaged charge-coupled device unit. The water removal ability was out of specification due to a clogged nozzle. The plastic distal end cover was scratched. The forceps raising angle was out of specification, and the forceps elevator movement was completely lost due to a cut on the k-wire. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps elevator wire (k-wire) of the subject device was broken. The reported issue was identified while preparing the subject device for use, prior to an unspecified procedure. There was no patient or user injury reported due to the event. An olympus field service engineer (fse) visited the customer site and inspected the device. It was observed that the k-wire was broken and angulation was reduced. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the foreign material found in the forceps elevator. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Event description:
Additional information was received from the user facility regarding the reported event: the reported issue (broken forceps elevator wire) was observed while reprocessing the subject device and no patient or procedure was involved. Reprocessing was not completed. The reported issue was not observed while preparing the subject device for use, prior to an unspecified procedure, as was previously reported in the initial medwatch report.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information that was received from the user facility regarding the reported issue.